Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the device was returned without the pouch. A functional evaluation found that the plunger was pushed and flexible metal ring protruded without difficulty. The plunger was pulled and the metal ring retracted completely into the shaft of the instrument without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, the pouch broke and the retrieval was unable to be performed. A new device was used to complete the procedure. There was no patient injury.